Manufacturer narrative:
(B)(4). The incident sample has been requested, but to date has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that the device did not seal even though an end tone, indicating a completed seal cycle, was heard. Another device was used to complete the procedure. No tissue damage. No bleeding. No pt injury.